Event description:
The customer reported that the unit locks up when it goes to shock in the ops check.

Manufacturer narrative:
(B)(4). The customer reported that the unit locks up when it goes to shock in the ops check. The device was evaluated at philips. The symptom was clarified as the device locking up when you get to the charge button step in operational check. The issue was localized to corrupt software.